Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed a problem with the display panel of the screens. Troubleshooting actions showed a problem with the wall connection box. The fse replaced the wall connection box and the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision monitor does not display. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the wall connection box. The fse replaced the wall connection box and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.